Manufacturer narrative:
(B) (4). Batteries leaked and battery connectors corroded. Results: eval of the returned product shows that the unit does power on and has an intermittent alarm. The battery compartment shows battery acid leakage and corrosion. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause leakage resulting in damage to the alarm. (B) (4).

Event description:
Customer claims that the alarm unit batteries leaked and the battery connectors have corrosion. There was no pt injury reported. Eval shows that the returned product has an intermittent alarm.